Event description:
A report was rec'd that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a f/u report detailing the results of the evaluation once it is completed.